Event description:
It was reported that within a few weeks of implant, the patient presented to the emergency room complaining of shortness of breath, chest pain, and a low grade fever. It was determined that the atrial lead had perforated. The lead was repositioned, and remains in use. The patient is enrolled in (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 lead, implanted: (B)(6) 2013. (B)(4).